Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular (rv) lead failure. The rv lead was found to have high unstable impedance with oversensing and several short interval counts (sic). There is a concern that the rv lead may not be fully inserted into the connection header of the ICD. The ICD and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.